Manufacturer narrative:
The reported events of noise and oversensing were confirmed. A partial lead was returned in three pieces. Final analysis found that the external insulation abraded at 32.2 ¿ 33.9 cm from the distal tip. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.

Manufacturer narrative:
Di not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that the right ventricle lead exhibited over-sensing noise episodes. The lead was explanted and replaced. Patient was stable.